Event description:
The reporter contacted animas on (B)(6) 2012 reporting that for the past month the up and down arrow keypad buttons were intermittently unresponsive and required hard presses to elicit a response. The patient reportedly wore the pump with a lens film around it, in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): investigation results: no visible damage to the keypad. All keys have bad springback. Contrast button unresponsive. Up and down buttons have intermittent/delayed response. Keypad removed and buttons inspected. Contrast, up and down buttons contaminated with adhesive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.